Event description:
Patient reported obtaining back-to-back blood glucose results of 350 mg/dl, 202 mg/dl, and 117 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.